Event description:
Information received indicates the brake casters continue to swivel when in brake if the stretcher is pushed from the side.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.